Event description:
Patient reports that there is a defect with cadd hi volume tubing with air filter (21-7345-24) in which the tubing leaked "above the air filter at the elbow". This tubing is all from the same lot (6093190) and is being used for a custom hydration.